Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first 2 clips fired malformed. After clearing the clips, attempted to fire again and device jammed. The clips malformed on every other firing. Another device was used to complete the case.